Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the boluses are intermittently not recorded in history and are not being given based on the patient¿s elevated blood glucose (bg). The reporter stated that the bg was 33mmol/l on (B)(6) 2013 and 30.8mmol/l at bedtime on (B)(6) 2013 without symptoms. The reporter stated that the patient had mild thirst but it is hot out and patient has mild thirst when it is hot out. This report is being made due to an alleged bg excursion the patient experienced due to alleged history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/25/2013 with the following findings: there was no activity outside of normal use is observed in the black box, last basal delivery was on (B)(6) 2013, no canceled boluses are observed in the bolus history. The total daily dose added up correctly and reflect the programmed basal target. The pump powers ¿on¿ and displays ¿verify¿ screen. The display is reddish upon start up, a test display screen was used during investigation and it was fully illuminated. ¿ez-prime¿ steps were performed successfully. The pump was paired with a test meter and it was exercised for 24hours, no alarms or delivery interruption occurred during the test. Boluses were performed correctly using ¿normal¿, ¿ez-carb¿ , ¿ez-bg¿, and ¿combo¿ boluses. The pump¿s history recorded accurate bolus info at the correct time and order. The keypad is undamaged and responsive. The pump passed a 29h flow accuracy test successfully.